Event description:
Upon removal of a pt's peripheral IV due to leakage at the site, the IV catheter tip was observed to be partially missing. The piv had a continuous infusion of normal saline 0.9% at a rate of 150ml / hour infusing at the time of the event and approx 6 hours leading up to the event. Piv assessments had been within normal limits until notification by the pt that the site was leaking. Due to the suspicion and not being able to detect the catheter tip in the pt, cardiovascular services was consulted. Orders were received for pt care and the pt was transferred to a tertiary care center. The catheter tip was detected and removed surgically. The piv catheter system and tip was retained by the facility reporting this event.